Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's ins battery was draining faster than normal and reported that his stimulation shut itself off 3 times. Patient confirmed both issue started at the same time within the last 2 months, 2019. Patient confirmed that his ins battery level was at least half charged at the time that the stimulation turned itself off. Patient stated his insr confirmed stimulation was turned off at these times he felt stim turn off. Patient stated that he was not around any significant emi, but mentioned that he had been traveling. Patient stated that when traveling he was not around any metal detectors. Patient confirmed no recent trauma or falls, but mentioned she had this in the past with no issues but mentioned that a new hcp did the cauterization this last time and stated that he had the cauterization "two days prior" to the issues noted above starting. Patient stated they have not seen a managing hcp for his ins in years. Additional information was received from the rep. It was reported that the patient was experiencing a loss of therapy and a stinging sensation. It was reported that since the patient's radio frequency ablation procedure done on (B)(6) 2020 was when patient started feeling reported symptoms and issues. Patient stated the ins came on and off and had stinging down their leg. Additional information was received from the rep. The rep met with the patient on (B)(6). An impedance check was performed and all electrodes were within normal limits. Stimulator was also turning on and off properly. Upon further discussion the rep found that the patient had 2 leads, one controlling the left side and one controlling the right side. Patient also had 1 program on each lead. He had an a1 and an a2. He was unaware that he could turn the intensity of each up and down independently, so when he turned them up, he felt the left side more intensely, causing pain, and did not have coverage on the right side. Rep showed him how, using his remote, he could turn the right side up and the left side down. Patient was very happy with the results. Issues resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the stimulation turning on and off was not completely identified, however, it was suspected that the intensities were not high enough and it was just positional changes causing the issue. The issues were not caused by the rfa.  Everything was confirmed with the doctor. No further complications were reported.